Manufacturer narrative:
(B)(4).the insulin pump was received with minor scratched display window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked around the battery compartment. No blood glucose reading was given. Nothing further was reported.